Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted:(B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's family member that the cardiac resynchronization therapy pacemaker (crt-p) patient was still feeling symptoms that were existing prior to device implant. Follow-up received from the clinic indicated that the patient complained of fatigue and not feeling well. A device check showed normal function, and the lower rate was adjusted. It was also reported that the patient felt diaphragmatic stimulation and the left ventricular (lv) lead was reprogrammed. The crt-p and lv lead remain in use. No further patient complications have been reported as a result of this event.